Event description:
While a patient was in v-tach, the real-time monitor confirmed this visually. However, the arrhythmia computer didn't alarm. A nurse passing by noticed that the patient was in v-tach and called a code blue.fifteen minutes later, the biomed evaluated the arrhythmia computer and alarms. He found several intermittent alarm conditions.

Manufacturer narrative:
The product was returned to co for analysis. No problem was found with this system other than normal repairs. The system was sent back to the customer as a working unit.